Event description:
When ethicon endo-surgery harmonic ace laparoscopic shears was plugged into generator a "replace device" message appeared. The device was disconnected and reconnected with the same message occurring. Another "like" device was opened and utilized for the operative procedure without incident. Reason for use: laparoscopic gastric banding.